Manufacturer narrative:
Additional information: g4, h3. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the battery data showed that it had been exposed to a maximum temperature of 65c and was permanently disabled. Analysis of the logs shows that at the time of the increasing temperature, the handle was idle in standby mode and not on a charger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without a significant current flow into or out of the battery it will not generate sufficient heat to cause the temperature to rise to 65c in such a short period of time. The root cause for this condition is presumed to be the handle being placed close to or inside an external heat source. Additionally, the investigation detected a unreported condition of damage to an internal transistor that has no relationship to the reported condition. Replication of the damaged electrical components can result in loss of piezo function and may occur due to rough handling such as the handle being dropped. The reported condition poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a video-assisted thoracic surgery (vats) lobectomy procedure, the power handle does not turn on and it's display was shut off. The device did not charge. Another power handle was used to complete the procedure. There was no patient involvement.